Event description:
During a remote follow up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted who recommended reprogramming. No intervention was performed and the patient was stable.

Event description:
Additional information was received indicating that the device was reprogrammed.